Event description:
Caller reported testing son, performa system blood glucose results of 442 mg/dl, 280 mg/dl, and 95 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).